Event description:
The robotic monopolar curved scissor broke in patient during a robotic myomectomy. The broken piece stayed on the instrument. The instrument was removed without any piece of the device left in the patient. No injury to the patient. Sales rep contacted.